Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af284 balloon catheter with lot number 15877 and the data files were returned and analyzed. External visual inspection of the balloon, shaft, and handle segments showed that the balloon was bent. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 8 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. Pressure and flow were in range, and temperature curve had no oscillation or overshoot. However, during inflation a guidewire lumen kink was observed inside the balloon segment. During inspection of the shaft segment, a guidewire lumen kink/twist was observed 0.95 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. One patient file was received and recorded on the reported date of the event. Patient file showed 8 applications were performed using catheter number 1 identified as 2af284 with lot number 15877. Patient file showed 10 applications were performed using catheter number 2 identified as 2af284 with lot number 16749. Patient file showed system notice 50032 (the safety system has detected a compromised outer vacuum) during ablation at application #6 and 7 with catheter #1. In conclusion, the balloon catheter failed the returned product inspection due to a guidewire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.